Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan of 350 mg/dl compared to a result of 120 mg/dl that was obtained on an unspecified meter. The customer reported ¿felt low symptoms¿ and she experienced a symptom of weakness and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered unspecified IV as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan of 350 mg/dl compared to a result of 120 mg/dl that was obtained on an unspecified meter. The customer reported ¿felt low symptoms¿ and she experienced a symptom of weakness and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered unspecified IV as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.